Manufacturer narrative:
Fse had spoken with the biomed, (B)(6) and had checked the helium tank washer. It was being determined that the washer had been damaged during the replacement. Then I had installed a new washer and pressurize the system. After that then I had shut the tank off and to note the pressure on the helium gauge. After a period of time, there was no drop in pressure and the tank was still also full. The unit was ok for clinical use and returned to the department. Actually, all required information has been received for this complaint. Therefore, no gfe attempts are required. Fst had resolved the issue over the phone to check the helium tank washer and it was being damaged during the replacement, installed a new washer and pressurize the system back to use. H3 other text: biomed resolved the issue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) the helium tank was replaced and that the new tank was leaking helium very quickly. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).